Event description:
After installation of a number (tea) of surgical lights with trolley units we discovered that the power cord system had a detective component. The power cord is attached to a cascading wheel system which is designed to keep the cord from entangling on other equip. These wheel assemblies (approximately 1" diameter) began to fail. The rivets that are made of aluminum detach allowing the pins to fall into the procedural field. Date of event: numerous over a 3 month period.